Event description:
Information received regarding the explanted device notes that the patient complained of a drop in heart rate. An ECG showed complete heart block with no pacing spikes. On interrogation, lead impedance was >2500 ohms. When the leads tested normal, the pulse generator was replaced.